Manufacturer narrative:
(B)(4). Concomitant medical products: 163661 ¿ cocr modular head ¿ 0000356432. Report source: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient presented with pain and discomfort approximately 2 years post implantation with no report or medical intervention. Approximately 2 years after that patient had an MRI noting edematous iliopsoas muscle with no noted medical intervention. One month later patient wound was reopened for a tissue sample and testing resulting in (B)(6) for infection, but did show necrotized tissue. One year later, patient underwent a revision surgery where corrosion, taper discoloration and femur fracture were found. The fracture was fixed with 3 cerclage wires and the patient was reimplanted with competitor devices. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this event has been previously reported under 0001825034-2015-00376. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this event has been previously reported under 0001825034-2015-00376. The initial report was forwarded in error and should be voided.